Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report transmitter range was less than two feet on (B)(6) 2015. Patient claimed that the distance between receiver and transmitter must be very close to record glucose values. Patient did not report any injury or medical intervention.